Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The unit was returned to customer and cleared for clinical use, with full calibration, functional, and electrical safety test as per factory specifications. The unit called for safety disk replacement and system batteries to be replaced which were both due in june of 2022. The fse completed these replacements. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. There was no known harm or injury to patient and no adverse event was reported.

Event description:
N/a.